Manufacturer narrative:
Product evaluation:failure analysis for fiber (B)(4):the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the glass cap exhibits mild devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.(B)(4).

Event description:
It was reported that during a prostate procedure, the fiber stopped lasing after 22 minutes of use @ 73,411 joules used. The procedure was completed using a second fiberno patient injury reported.